Event description:
Blood tubing failures - product defect; 10 different events between (B)(6) - (B)(6) 2018. Date: (B)(6) 2018, 8ne, tubing leaking. No pt harm, psn no: (B)(4). Ref #'s mw5083033, mw5083034, mw5083035, mw5083036, mw5083037, mw5083039, mw5083040, mw5083041, and mw5083042.